Event description:
It was reported that the bd safe-clip¿ was jammed and not clipping. The following information was provided by the initial reporter, translated from spanish: "it is communicated to the patient's attending line requesting needles, likewise it states that: "I think I should change the needle cutter since I give it to cut the needles and they do not fit well."

Manufacturer narrative:
D.4 device expiration date: na. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is nypro, mx. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. One video pertaining to a bd safeclip was provided. The customer reported I should change the needle cutter since I give it to cut the needles and they do not fit well. The video was examined, and it was observed that the user was unable to fully insert the patient end (pe) cannula of a pen needle into the aperture of an open safeclip device. It could not be determined what was prohibiting the cannula from easily entering the aperture of the safeclip based upon the video alone. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the video received, embecta was unable to confirm the customer¿s indicated failure (not clipping). Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd safe-clip¿ was jammed and not clipping. The following information was provided by the initial reporter, translated from spanish: "it is communicated to the patient's attending line requesting needles, likewise it states that: "I think I should change the needle cutter since I give it to cut the needles and they do not fit well."